Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead was far field oversensing. The atrial lead sensitivity was decreased and remains in use. It was noted that the patient has occasional palpitations and is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.